Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices via a 6f sheath using the pre-close technique prior to an abdominal aortic aneursym (aaa) interventional procedure. Reportedly, cuff misses occurred with the three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The aaa was performed with an 18f sheath and hemostasis was achieved there was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.